Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reported to the emergency room (ER) with chest pain and a shocking type sensation occurring in his chest. The shocking sensation feels like a transdermal electrical nerve stimulator (tens) unit and lasts up to 5 minutes. This has occurred three times in the last month or so.